Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set medical device type: fpa. Investigation summary: bd received five photos as well as 1 physical sample from the customer for review and analysis. The photos and sample were evaluated and the customers indicate failure mode of severed tubing was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure with the photos and sample received. The root cause of this incident is that the tubing was not properly seated in the package and parts of it was hanging out of the package. When the package was sealed and cut by the blade, that part of the tubing was also cut. This defect was not detected by a production associate and was inadvertently packed out.

Event description:
It was reported when using the bd bd vacutainer® ultratouch¿ push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the tubing was cut."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set medical device type: (B)(6). Investigation summary: bd received five photos as well as 1 physical sample from the customer for review and analysis. The photos and sample were evaluated and the customers indicate failure mode of severed tubing was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure with the photos and sample received. The root cause of this incident is that the tubing was not properly seated in the package and parts of it was hanging out of the package. When the package was sealed and cut by the blade, that part of the tubing was also cut. This defect was not detected by a production associate and was inadvertently packed out.

Event description:
It was reported when using the bd (B)(6) push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the tubing was cut."